Manufacturer narrative:
Submit date: 09/02/2015. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer reports during patient dialysis, he found that the dialysis machine alarmed for sucking air bubbles into the system so he removed the catheter from the patient to investigate and found that the hub of the catheter was leaking. He replaced the catheter and replaced it with another manufacturers catheter instead. The patient was involved with no injury. The issue was detected after the procedure, and during dialysis. The patient current condition is stable. There was no medical intervention required.

Manufacturer narrative:
The manufacturing lot number associated with this complaint was not present in the documents transferred from argyle to (B)(6). However, per bpcs system it was determined that the product was released by argyle facility to the distribution center; therefore it is entrusted that the lot was in compliance as part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. Since the sample was not returned, there is not enough evidence to determine what could cause this event. However the pfmea was reviewed in order to identify the possible root causes for the failure bifurcate-leaking. The following potential causes were identified - inappropriate use of cleaning agents, machine malfunction, inspection failed or not performed, and/or improper materials selected. However without the sample it is not possible to determine a confirmed root cause of this issue. Should the sample be returned in the future, this complaint will be re-opened for further investigation. Actual occurrence percentage for this failure mode was found higher than expected; the (B)(4) and (B)(4) were opened to address this failure mode. No additional actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. As per the procedure, manufacturing performs 100% leak testing at the final stage of production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.